Manufacturer narrative:
The lead was received for analysis. Visual inspection noted the lead was returned with helix mechanism retracted. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Laboratory analysis was unable to confirm the reported field observation; the lead passed testing.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right atrial (ra) lead perforated causing effusion. The ra lead was explanted. No additional adverse patient effects were reported.